Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, when the 5mm clip was inserted, the round silicone seal of the two trocars fell into the abdomen. The seal was retrieved using a grasper. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the first image noted the mini step in a clear bag being held by a gloved hand. The cannula, trocar, orange reducer tab and stopcock were in view. The second image depicted the radially expandable sleeve attached to the mini step. The protective sheath was split up in the middle. It was reported that a component disengaged from the device into the surgical cavity and the seal disengaged from the port. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.